Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer states that the product does not engage it also became loose and one needle got stuck.